Event description:
It was reported that during a lap sigma procedure, the device delivered an incomplete staple line. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
.